Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an alert for a high out of range shock impedance measurement of greater than 125 ohms. No changes have been made and the ICD remains in service. No adverse patient effects were reported.